Event description:
It was reported a difficult stent placement procedure culminated with a development of a hematoma. The pt was treated with six units of blood. The pt's condition presently is good. This device remains implanted. Therefore, no failure analysis will be available. This device was used in a non-indicated procedure, renal stent placement. It was indicated the pt was elderly and large which may have contributed to the development of the hematoma. Co was informed that it was related to the stent placement. No info regarding anti coagulants was available. Co's directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasms."